Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it received a winding former with a suture of product code w9335. Upon visual assessment of the winding former, it was noted that the needle was not returned for evaluation. The suture could not be dispensed since has began with the process of degradation and the time of exposure of sutures to the environment could not be determined. This caused the needle to be detached from the suture. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? - no - device return status? - sent courier. 1. Could you please clarify if wrong device belongs to this complaint? ¿ device is w9335 only , the lot no provided by the hospital might be changed ,due to complaint foil discarded & provided the available handheld code, there would have the mistake of the lot no received : rjmark is the correct lot no.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 20243 and suture was used. During the procedure, the doctor when about to close the procedure found the suture and thread separated in the foil, and used another foil to close the layer. Visual inspection was conducted on the returned device. The returned sample determined that it received a winding former with a suture of product code w9335. Upon visual assessment of the winding former, it was noted that the needle was not returned for evaluation. The suture could not be dispensed since has began with the process of degradation and the time of exposure of sutures to the environment could not be determined. This caused the needle to be detached from the suture. No adverse patient consequences were reported. Additional information was requested.